Event description:
During use of the device for a cardiopulmonary bypass procedure, the centrifugal pump speed could not be controlled by the local control knob. Control of the pump speed and pump status remained available through the central control monitor of the heart lung console. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.